Event description:
Primary hip replacement. It was reported that when broaching for the accolade ii stem, the patient sustained a femoral fracture. The fracture was addressed with a competitor cerclage wire. Rep provided implant sheet and reported that no further information is available.

Manufacturer narrative:
Additional information: implant date. An event regarding intraoperative fracture involving an accolade broach was reported. The event was not confirmed. Method & results: - device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. - clinician review: no medical records were received for review with a clinical consultant. - device history review: not performed as the device was not identified properly. - complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the during broaching for the accolade stem, the patient sustained a femoral fracture. The event could not be confirmed nor the exact cause be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary hip replacement. It was reported that when broaching for the accolade ii stem, the patient sustained a femoral fracture. The fracture was addressed with a competitor cerclage wire. Rep provided implant sheet and reported that no further information is available.